Manufacturer narrative:
D10: concomitants: 4114679 (B)(6) - tru cc femoral size 3 right; 4487561 (B)(6)- lgc tibial fit tray cem sz 3f / 2t; 4226137 (B)(6) - tru stem ext 14mm x 40mm; 4224054 (B)(6) - tru stem ext 14mm x 80mm; 5w135 (B)(6) - 11-4132 stryker sys 6 90x13/21x1.19; 4319870 (B)(6) - cc distal fem augment sz 3, 5mm; 4319887 (B)(6) - cc distal fem augment sz 3, 5mm; 4329410 (B)(6) - threaded pin size 2.3 collared 2pk. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 62 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.